Manufacturer narrative:
The company service representative examined the system and duplicated the problem reported. The footswitch was replaced and sent for in-house eval. The returned constellation footswitch cable was installed into a constellation system and functionally tested. It was found that all footswitch triggers except the main treadle was not functional. Pin continuity was checked and the root cause as determined to be a short at pin 4. An internal investigation was done to address this issue. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "30 minute delay resulted" (no code available). Product problem(s): "no response from the footswitch was received" (footswitch failure). An engineer reported that no response from the footswitch was received. The system was switched out to complete the case, causing 30 minutes delay. No pt injury was reported.